Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was given a different programmer from a manufacturer¿s representative (rep) about six weeks ago and this programmer doesn¿t have the option to change the program. Patient said she doesn't have access to the other programs. Stim before was by the hip and now it is by back side and she said it is not pleasant feeling, she doesn't like the way it feels and noticed this a day or two after meeting with the rep. Caller noticed today that this replacement programmer has a lot of rust around the batteries / corrosion in battery compartment. Patient said she just replaced the batteries last week and today it is showing she needs new batteries. Patient is using alkaline batteries and usually doesn't keep the batteries in the programmer unless she is using it. Patient said she hasn't turned the programmer on in at least a week. Patient was sent a replacement programmer and advised that when she gets the replacement to call doctor to get the programmer paired so can have access to the other programs. Additional information was received from a consumer indicating that the patient received their replacement programmer and were not able to adjust stimulation on the new programmer. The patient then met a representative and they set up the programs for them on (B)(6) 2019. The patient clarified the unpleasant stimulation by indicating they were not feeling stimulation in the correct location. The patient reported they planned on having an adjustment procedure done on (B)(6) 2019 by their physician. No further complications were reported.